Event description:
I removed the cap from a new guaranteed sterile, insulin syringe, depressed the plunger and a drop of clear, viscous fluid was ejected from the syringe to hang on the tip of the needle. The syringe had not been used; it had not been inserted into the vial nor touched any surface whatsoever. This is the second time this happened with this brand syringes. The first instance was - 3 weeks ago with a syringe from a different package of ten syringes. (B)(4).